Event description:
It was reported to philips that the system will not turn off. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint. A philips field service engineer (fse) inspected the system onsite and replaced the x-ray pc and ny control module which resolved the issue. The device was returned to use in good working order. --- work order #: (B)(4) 13-sep-2023 boncquet sterling the system meets the specification for the performed service and is returned to use problem description by engineer : problem description by engineer : system is down. When was the first occurrence? Within... : 05-sep-2023 how often is issue occurring? : continuously malfunction area : hdd information to support the complaint handling process customer function/role: biomed device use: treatment expected and unexpected results: not provided user impact: no further information is available as per the customer patient impact: no further information is available as per the customer current software version: not provided parts consumed : 1.00000,459800660932,ssd data haswell 1.00000,459801039431,pdu control module 1.00000,459800660793,x-ray pc monoplane resolution : replaced the x-ray pc and ny control mod. The ts switch is now working as it should. Also the x-ray pc loaded sw successfully. Restored backup, new license and epx database. Tested and system is working as it should. Work order #: (B)(4) 14-sep-2023 boncquet trent the system meets the specification for the performed service and is returned to use resolution : replaced suite pc/os drive, replaced x-ray pc/os drive/imaging drive, and ny controller. Performed full system software reload. Performed functional testing and verified system ready for use problem description by engineer : customer function/role: tech device use: not in use expected and unexpected results: would not boot user impact: down system patient impact: none current software version: 1.2.5 work order #: (B)(4) 13-sep-2023 boncquet sterling the system does not meet the specification for the performed service and is not returned to use follow up required : order parts parts consumed : 1.00000,459800660783,suite pc 1.00000,459800660922,ssd os haswell diagnostic performed by engineer : went to site and waited for parts. Tracking showed parts not arriving until afternoon. I left to do another call. Came back parts were there and proceeded to install suite pc and load sw. Had several issues loading. Found the ts kept turning off when booted down system and the tsm kept failing load. Called nss they advised to direct plug in to the ts. I was able to load suite pc however , x-ray pc kept failing. I¿ll have to order the x-ray pc nfo in a few hours. System is still down. Problem description by engineer : problem description by engineer : system is down. When was the first occurrence? Within... : 05-sep-2023 how often is issue occurring? : continuously malfunction area : hdd information to support the complaint handling process customer function/role: biomed device use: treatment expected and unexpected results: not provided user impact: no further information is available as per the customer patient impact: no further information is available as per the customer current software version: not provided work order #: (B)(4) 08-sep-2023 boncquet sterling the system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer follow up work scheduled follow up required : replace suite pc and load sw/ backups diagnostic performed by engineer : after trying to reload sw several times and it not working I ordered a new suite pc for monday. I¿ll reload sw, back ups and test once it arrives. Problem description by engineer : problem description by engineer : system is down. When was the first occurrence? Within... : 05-sep-2023 how often is issue occurring? : continuously malfunction area : hdd information to support the complaint handling process customer function/role: biomed device use: treatment expected and unexpected results: not provided user impact: no further information is available as per the customer patient impact: no further information is available as per the customer current software version: not provided work order #: (B)(4) 05-sep-2023 (B)(6) the system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer follow up work scheduled problem description by engineer : problem description by engineer : system is down. When was the first occurrence? Within... : 05-sep-2023 how often is issue occurring? : continuously malfunction area : hdd information to support the complaint handling process customer function/role: biomed device use: treatment expected and unexpected results: not provided user impact: no further information is available as per the customer patient impact: no further information is available as per the customer current software version: not provided diagnostic performed by engineer : customer states that the system is now not booting up, it gets stuck at a philips splash screen with the error message "connecting to boot source". System is down and want on-site support. Follow up required : error # and/or description of error : system is not booting up. Repair action : unable to connect to prs to review log files. Fse will have to go on-site to trouble shoot. Technician name : (B)(6) resolution : created on-site work order. Internal comments : error # and/or description of error : system is not booting up. Repair action : unable to connect to prs to review log files. Fse will have to go on-site to trouble shoot. Work order #: (B)(4) 08-sep-2023 (B)(6) the system meets the specification for the performed service and is returned to use problem description by engineer : customer function/role: biomed device use: not in use expected and unexpected results: verified ts switch failed user impact: system was down patient impact: none current software version: unknown parts consumed : 1.00000,459801579841,managed gigabit ethernet switch resolution : replaced ts switch. Tested system and verified system ready for use. Work order #:(B)(4) 05-sep-2023 (B)(6) the system meets the specification for the performed service and is returned to use problem description by engineer : customer function/role: tech device use: not in use expected and unexpected results: verified system couldn¿t boot up user impact: system hard down patient impact: none current software version: unknown follow up required : replace ts switch resolution : found ts network switch had no activity. Removed power from switch and plugged back in to reset it. Verified ts switch now booted up and rest of system powered on. Rebooted several times and verified system turns on with no issues. Performed functional testing and verified system ready for use. Returned to service and notified staff. Ordered new ts switch to be replaced as proactive measurement. Internal remarks : (B)(4) (B)(6) fse needs license swap for suite pc. Fse sent old and new . Sent fse the zip cluster. Internal remarks : (B)(4) (B)(6) fse trying to get new suite pc loaded with rel 1.2.5 downloaded from ic2. Fse has tried numerous times. Fse has done this many times before. Fse says the suite pc is in a pxe loop. Fse says the software fails at 56% on tsm. Asked fse if he did a checksum and he did and it passed. Advised sounds like he is not making a network connection to the suite or the software is corrupt. Advised fse to run a ethernet cable from tsm to x13 on switch in m-rack. Fse has and fse started software load. Advised fse that queue is full for other callers and to call back if needed. Internal remarks : sterling boncquet - xray pc does not bootup properly. Suggested replacing xray pc. Some modules in pdu turn off when system off, while these should stay on. Suggested checking specific module, ny15 dc module and pdu backplane.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue happened the philips field service engineer (fse) analyzed the system onsite and confirmed that system was not booting up. Upon troubleshooting fse identified the issue with hard drive in the suite pc. The cause of the suit pc defect not confirmed by the supplier's part analysis the failed component was ssd and hdd. Fse replaced the new ts switch as proactive measurement and replaced the suite pc os drive, x-ray pc os drive, imaging drive, and ny controller and reloaded the software. After the replacement, the system was returned to use in good working. The codes were updated based on the investigation outcome. Device problem code was corrected.